Event description:
Note: the date of the procedure is unknown. It was reported to boston scientific corporation in 2008 that an endovive safety peg kit pull method was used during a procedure (patient age, gender and weight are unknown). According to the complainant, the hemostats became broken when a fascias peeling was performed. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Results: 200 (other) - hemostats broken. The customer complaint is confirmed. The most probable cause of the malfunction could not be determined due to type and placement of the break.